Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ plus IV catheter had powder in the tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: forty-six samples were returned in support of this complaint. Clear, gel-like substance was observed on the catheters of all returned samples, which were found to be silicone that is contained in the lubricant during the catheter tubing lubrication process. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the clear gel-like substance observed was not found to be fm but were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The DHR review indicated that the drag force was within specification. Silicone presence on the catheter tubing are part of the manufacturing process.

Event description:
It was reported that a bd angiocath¿ plus IV catheter had powder in the tube. There was no report of exposure, serious injury or medical intervention.